Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA (B)(4).

Event description:
The customer reportedly received the following results on the aviva system within 10 minutes: 435 mg/dl and 168 mg/dl. No adverse event was reported. Return of suspect device was requested and replacement was sent.